Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a monarc sling system due to a "condition". The plaintiff "required additional surgery as a result of complications" on or about (B)(6) 2011. The plaintiff "required additional surgical intervention as a result of "complications" on or about (B)(6) 2012. It was alleged that the plaintiff "suffered and continues to suffer", "has suffered severe and personal injury", "continues to require elmion treatment", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.